Event description:
We have been informed that the pt has started up a fire on alpha relief rental mattress. Automatic fire alarm has run and nurses extinguished the fire before it spreads (few minutes since alarm started alarming). There was no consequences to the pt nor to the medical staff. Ref MFR # 1000381138-2014-00003.